Event description:
It was reported that during a procedure, the laser system displayed errors indicative of a system malfunction. After consultation with manufacturer's field service engineer, it was determined that the errors were unable to be cleared by the user. The system was no longer able to utilized and the customer completed the procedure by reverting to an alternative surgical procedure (turp). There was no report of a pt injury.